Manufacturer narrative:
Sc-2317-70 sn: (B)(6). The returned leads were analyzed and the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure. It was reported that the lead migrated. A labelling review found that the reported migration is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, the reported migration is assigned a probable cause of known inherent risk of device. Sc-2317-70 sn:(B)(6). The returned leads were analyzed and the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure. It was reported that the lead migrated. A labelling review found that the reported migration is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, the reported migration is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that one of the patient's lead had migrated and showing high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively with good coverage.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that one of the patient's lead had migrated and showing high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively with good coverage.